Manufacturer narrative:
Additional information: the kink was noted when advancing the device in the vessel/across the lesion. The kink occurred on the shaft at around 20 cm distal to the luer balloon connecting part. The detachment/fracture/crack occurred outside of the patient and outside the guiding catheter. The detachment occurred, during an advancement attempt and the detached portion was removed by pulling out the broken portion. The detached portion of the device was successfully removed from the patient. The balloon was not inflated at the time of the event. Product analysis: the device was received for evaluation. The device returned with a detachment on the hypotube. Kinks were evident on the hypotube proximal and distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. A kink was also evident on the transition shaft. No other damage evident to the remainder of the device. Image review: fluoroscopy procedural images were provided from the account. The images confirm disease in the left and right coronary arteries. The target lesion was in the rca. There was a 100% cto in the proximal rca. It appears that it was difficult to deliver the procedural wire through the vessel. Balloon catheter can be seen (not inflated) in the proximal vessel. The balloon was removed from the rca and the procedural wire was then successfully delivered to the distal vessel. The rca was balloon pre-dilated throughout the vessel. This was followed by delivery and deployment of a stent the distal vessel. This was followed by further ballooning of the proximal to mid vessel. A mid-vessel stent was delivered with the support of a guide extension catheter. A proximal stent was then delivered and deployed. This resulted in good flow being restored to the rca. The attempted delivery of the catheter that was reported to have fractured and detached was not evident on the images provided. But if that catheter delivery was attempted prior to the extensive pre-dilation and the vessel morphology most likely impacted on the successful delivery. The resistance experienced and the force ap plied to the device was most likely due to the vessel morphology. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug-eluting stent to treat a mildly tortuous, moderately calcified, l esion with 100% chronic total occlusion (cto) in the proximal right coronary (rca) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during delivery. Excessive force was used during delivery. It was reported that the device or component detached, cracked or fractured during advancement through the guide catheter. The device was kinked and re-straightened during use. It was detailed that the shaft broke into two parts outside the patient's body and the detached shaft portion was then pulled out. The stent was replaced with another same size resolute integrity stent to successfully complete the procedure. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.